Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: during investigation, there was evidence of moisture contamination observed inside the battery compartment and on battery cap ground spring. There was no moisture seen in cartridge compartment. There were no cracks or damage found and a leak test passed. The battery cap was able to fully tighten with no power loss or rebooting duplicated during investigation. The black box verified a power rest on (B)(6)2019 after a loss of prime warning. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged the pump did not have power. The reporter denied damage to the pump and battery cap. The reporter alleged moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.